Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 2088tc lead, implanted (B)(6) 2014. A 6935 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular lead had no capture at maximum outputs. The lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.